Manufacturer narrative:
The visual inspection performed on the returned prosthesis confirmed the absence of manufacturing defects. The x-ray inspection can exclude fracture on the nitinol structure of the valve. Based on the investigation results and limited information provided the reported event cannot be explained by any factor intrinsic in the involved device. The patient anatomy declared in the case description can considered as a reasonable cause of the event.

Manufacturer narrative:
Due to limited information, this event is being reported in a conservative manner. Device not yet returned to manufacturer.

Event description:
On (B)(6) 2017 during an avr procedure a perceval 23m was implanted and during the procedure popped out of aorta due to unforeseen muscle shelf in septum area, which was preventing leaflets from coapting correctly. The perceval valve was explanted and a solo smart size 21 was implanted, which the physician commented was suitable for the patients anatomy. The patient is doing fine.

Manufacturer narrative:
Updated data for follow up report 1: event description, device return, device evaluation, method code. The information received by the manufacturer to date is all that will be provided by the physician. By his medical judgment the event was due to the patient's anatomy and not the valve and he has stated he will not be providing any further information.

Event description:
On 21st june 2017 the manufacturer received updated information from the company representative: on (B)(6) 2017 the surgeon sized the patient annulus for a pvs size m, the valve was implanted and before closure of the aorta a valve pop-up was seen, and the surgeon stated that the valve did not look as usual . He stated that the valve pop-up could be related to a muscle shelf issue due to patient anatomy.